Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was preparing for subcutaneous injection of insulin injection, it was found that the liquid could not pass freely through the needle of the injection pen, so the needle of the injection pen should be replaced and checked in time. No harm was done to the patient".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail was found. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was preparing for subcutaneous injection of insulin injection, it was found that the liquid could not pass freely through the needle of the injection pen, so the needle of the injection pen should be replaced and checked in time. No harm was done to the patient".